Event description:
Info rec'd indicates the technician found the bed had a high ground resistance reading while performing a preventive maintenance check.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.